Event description:
It was reported that the head section is not raising. No adverse consequences alleged.

Manufacturer narrative:
Multiple attempts have been made to contact the customer. No responses have been obtained. If additional info is gathered, a follow-up report will be applied.